Event description:
The customer reported that the system would not boot up and exhibited an audible alarm when plugged in. No pt injury was reported.

Manufacturer narrative:
A ge rep performed an over the phone investigation. The service rep directed the customer to use a different power supply. The reported problem was resolved by the customer. No additional service information was provided.